Event description:
It was reported to philips that the flexvision monitor had frozen, preventing the live image from being displayed. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.